Manufacturer narrative:
Internal identifier(s): (B)(4) a product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect (B)(4) system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an(B)(4) instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.

Event description:
The customer stated an architect i1000sr analyzer generated a false positive b-hcg result for one patient sample. The architect analyzer generated an initial b-hcg result of 36 iu/ml and the result was reported to the physician. The patient was redrawn several days later and a negative b-hcg result was obtained. The first sample was reanalyzed, and a negative b-hcg result was obtained. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect b-hcg, list 7k89-25, that has a similar u.s. Product distributed in the u.s., architect b-hcg, list 6c21. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The suspect medical device manufacturing site has moved from abbott park, (B)(4). MFR # 3005094123-2011-00598 has been submitted to address this error.